Manufacturer narrative:
(B)(4). On jun 27, 2017, it was reported that the device is damaged product and its bad. The customer returned the device for evaluation. Initial qa inspection of the meshgraft ii instrument , serial (B)(4), by zimmer biomet on jun 27, 2017 revealed that device cannot be proper mesh. Repair of the meshgraft ii instrument was performed by zimmer biomet (B)(4) on nov 10,2017, which includes parts exchange and disassembly of cutter blade, side plate due to failure. Clearance adjustment and operation were also checked. Meshgraft ii instrument, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Zimmer biomet (B)(4) has not previously repaired/evaluated meshgraft ii instrument serial (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Previous repair report can't be reviewed as the report is not present. The reported event was confirmed since during initial inspection the technician could replicate the reported event. While the returned product inspection confirmed that the device (meshgraft ii instrument) was damaged, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event can be determined. The investigation was based on the information that was provided initially.

Event description:
It was reported that the device is damaged product and its bad. The device was sent to (B)(4) for repair. Initial qa inspection revealed that device cannot be proper mesh.